Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the ultratome would not bow. The procedure was completed with another ultratome xl sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; extrusion melted/split at distal pierce hole.

Manufacturer narrative:
(B)(4) - won't bow. A visual examination of the returned device found that the extrusion had melted/split at the distal pierce hole and the exposed cut wire was discolored from use. Analysis of the extrusion revealed that the distal pierce hole was elongated past the maximum acceptable specification. The melted/split extrusion allowed the cut wire anchor to slide proximally from the distal pierce hole which decreased the exposed cut wire length. Functionally, the device does not meet the minimum bowing specification due to the melted/split extrusion and the altered exposed cut wire length. The condition of the returned unit was consistent with the complaint incident that the cut wire was unable to bow. However, the bowing functionality was hindered by the melted extrusion and the altered exposed cut wire length. During manufacturing, tome devices are 100% inspected for cut wire/working length integrity and bowing/handle functionality so the issues likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.